Manufacturer narrative:
The investigation has determined that a lower than expected vitros tsh result was obtained from a patient sample when tested on a vitros 5600 integrated system using reagent lot 6540 when compared to results obtained from a non-vitros siemens system for the same sample. The likely assignable cause for the lower than expected vitros tsh result is the presence of biotin in the affected patient sample. The patient was taking a daily biotin supplement that contains 10mg of biotin per tablet. In (B)(6) 2018, ortho issued a customer communication ((B)(4)) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl). Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6540. Email address for contact office above is (B)(6).

Event description:
The investigation has determined that a lower than expected vitros tsh result was obtained from a patient sample when tested on a vitros 5600 integrated system using reagent lot 6540 when compared to results obtained from a non-vitros siemens system for the same sample. Result of 0.12 miu/l versus the expected result of 1.609 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the lower than expected vitros result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).